Manufacturer narrative:
The patient went with rollator and felt that it was difficult to drive. Lifts up the walker a little and then drops the left front wheel , the front fork broken. The patient did not fall. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The patient went with rollator and felt that it was difficult to drive. Lifts up the walker a little and then drops the left front wheel , the front fork broken. The patient did not fall. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).